Event description:
The reporter alleged a post from a fast-patch disposable defibrillation/ECG electrode had broken off inside the defibrillation cable of the device. The rptr stated the post breakage in the cable was noted during a routine inspection and did not involve pt use.